Event description:
Boston scientific crm received information that the patient implanted with this device is undergoing radiation therapy in the neck region. Following a recent treatment, the device was interrogated and displayed two fault codes. Fault code 11 "program counter error" and fault code 14 "tachy mode mismatch." Boston scientific received information that this device was explanted electively due to upcoming radiation therapy on the left side of the body. A new pacing system was implanted on the patient's right side. No adverse patient effects were reported.

Manufacturer narrative:
The local representative cleared the fault codes. Since then there have been no additional fault codes observed. A technical service consultant recommended obtaining a memory dump and sending it in for analysis however as of today the memory dump has not been received. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was noted to be returned in beginning of life (bol) battery levels. A review of the device memory noted 5 warm device resets, along with two fault codes. The first involves fault code 11, a program counter error, and second error involved fault code 14 for a tachy mode mismatch. After the faults were cleared, the device operated normally while still implanted. The device was submitted for therapy verification testing upon return. The device passed all therapy verification testing and met specification. A review of the device memory confirmed the field allegations, however these faults were cleared in the field and the device met specification with no device issues upon return.